Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00263 on 26-sep-2025. Additional information (07-oct-2025): siemens reviewed the instrument data and suspected a restricted airflow with standard a (std a) fluid and ruled out calibration abnormalities. Based on the available information, siemens determined that the cause of the erroneously depressed sodium (na) result was due to sample fibrin or particulates being present. The instrument is performing according to specifications. No further evaluation is required. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated to reflect the additional information.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that they obtained two erroneously depressed sodium (na) results on a patient sample on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit the cse, inspected the analyzer and replaced the integrated multisensor technology (imt) module and sensor, performed alignments and dilutions. Siemens is evaluating the event.

Event description:
The customer reported that they obtained two erroneously depressed sodium (na) results on a patient sample on an atellica ch 930 analyzer. The initial erroneous result was not reported to the physician(s). The sample was repeated on the original analyzer and the result obtained was higher than the initial result, considered erroneous, and was auto-released. The sample was repeated again on the original analyzer, and a higher result was obtained than the previous results, which was in line with the physician's expectations and the patient¿s clinical history. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.